Event description:
Home patient (hp) reports patient line of homechoice set was not priming completely. Hp was able to complete treatment after a reprime attempt. Per hp, no pt injury or medical intervention resulted from incident.